Manufacturer narrative:
Age at time of event is 18 years old or older. Device evaluated by manufacturer: it is indicated that the device will not be returned evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-03356 and 2134265-2013-03179. It was reported that while in preparation for a percutaneous coronary intervention, the motor drive unit was unable to perform pullback. The 90% stenosed and calcified lesion was located at the proximal right coronary artery, with severe tortuosity. The ilab instl system 100v motor drive unit was used in conjunction with the coronary catheter intended to visualize the lesion. It was noted that in preparation for the procedure the motor drive unit was unable to perform pullback and missing image occured. Auto pullback was attempted 5 times and the physician performed manual pullback 3 times. They replaced the motor drive unit, catheter and sled and completed the procedure. No complications were reported and the patient's condition was stable.